Event description:
I had a right total hip replacement on (B)(6) 2007. I received the depuy total hip system pinnacle 100 acetabular cup sz mm52. Prior to surgery, I had right groin and thigh pain. After my surgery, I was doing well until (B)(6) 2011 when I started experiencing pain once again in my right groin and thigh. On (B)(6) 2011, a blood test was done showing elevated levels of chromium and cobalt in my blood which caused deterioration of the bone leading to a total failure of the joint. I had to have a revision of my right total hip replacement on (B)(6) 2011 requiring add'l hospitalization and physical therapy. Therapy dates: (B)(6) 2011. Reason for use: right hip osteoarthritis. See scanned pages.